Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, receiver and the smart device that occurred on (B)(6) 2016. Patient's father was advised to perform a paperclip reset on the receiver after 30 minutes. If the paperclip reset does not re-establish connection within 15 minutes then return and replace the receiver. The patient's father was also advised to go in the application of the smart device and turn the bluetooth setting off and on. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 04/02/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.